Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that his adc precision meter "started heating up." Customer further reported seeing visible fire. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained strips and a new issue was observed. Visual inspection has been performed on the returned meter and black spots/markings were observed. The returned meter powered on with button depression and strip insertion. There was no evidence of fire , smoke, electric shock or explosion. No malfunction or product deficiency was identified.

Event description:
Customer reported that his adc precision meter "started heating up." Customer further reported seeing visible fire. There was no report of death, serious injury, or mistreatment associated with this event.